Manufacturer narrative:
Correction to initial MDR sc-2352-70 sn(B)(4): the complaint has been confirmed. X-ray inspection revealed that electrode # 8 of the distal end has a fractured cable right at the weld nugget. The fractured cable is not exposed. The cause of the cable fracture could not be determined. Sc-2352-70 sn(B)(4): the complaint of high impedance was confirmed. X-ray inspection revealed that electrodes # 5, 6, 7 and 8 of the distal end have fractured cables right at the weld nugget. There are no exposed cables. The cause of the cable fracture could not be determined. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedances and ineffective stimulation. Two leads were explanted and replaced. The patient is reportedly stable following the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-70 serial/lot: (B)(4) description: linear 3-4 lead, 70cm.

Event description:
A report was received that the patient underwent a lead revision procedure due to high impedances and ineffective stimulation. Two leads were explanted and replaced. The patient is reportedly stable following the procedure.